Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for disengagement of the safety shield with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for disengagement of the safety shield with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that a bd eclipse¿ blood collection needle with luer adapter had a safety shield that disengaged from the holder before it could be placed over the needle. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacture: no.

Event description:
It was reported that a bd eclipse¿ blood collection needle with luer adapter had a safety shield that disengaged from the holder before it could be placed over the needle. There was no report of exposure, serious injury or medical intervention.